Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and cuff erosion. A new aus device was implanted. The patient was recovering following the surgery.

Manufacturer narrative:
Review of manufacturing documentation was performed and found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. A labeling review was performed and according to the aus instruction for use atrophy and recurrent incontinence are documented as adverse events. Also there is no evidence that the device was used or handled improperly. Because the device was not returned, the reported allegations could not be confirmed. The event cannot be reproduced or substantiated. Based on the investigation, an overall investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and cuff erosion. A new aus device was implanted. The patient was recovering following the surgery.